Event description:
According to the reporter, the handles were very difficult to press. The stapling was done but there was a leak at the stapling line. The pt had a temporary stomy and the stapling was secured with suture. Procedure: resection.

Manufacturer narrative:
07/27/07: initial report sent to FDA.